Event description:
A customer reported that while performing cataract/vitrectomy procedure the "advice system", which indicates the balanced salt solution is running out, was rec'd late and did not allow sufficient notice to get the bottle changed. The procedure was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info before available. (B)(4).